Event description:
Indication for procedure: lead malfunction. Procedure: this was a left-sided procedure, performed in the or, utilizing both an arterial line and fluoroscopy during the procedure. The physician successfully removed the ventricular lead lasing with a spnc laser sheath and attaching the lead locking device (unknown sizes). Patient's status changed after releasing the ventricular lead. The patient's injury was able to be repaired and the patient was transferred in stable condition to the intensive care unit. Device analysis: there were no serial numbers provided for the spnc devices used in this case secondary to their disposal during the code. Therefore, lot history reviews were unable to be performed. The physician reported that the spnc extraction devices were not the causative factors in the patient's injury.